Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Provided x-ray images have been reviewed. There was no product problem identified to suggest that error with this depuy device was a factor in the problems reported. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "deep vein thrombosis after cement intravasation during hip hemiarthroplasty" written by abhay mathur, md, safa c. Fassihi, md, pradip ramamurti, bs, and teresa doerre, md published by arthroplasty today made available online 13 april 2020. The article's purpose was to report on a case of 70 years old woman who received depuy implants for hemiarthroplasty with a cemented stem. Intraoperative techniques were uneventful. On the 1st postoperative day, radiographic images demonstrate serpiginous opacity medial to the shaft of the femur and 10 centimeters from the lesser trochanter. Patient experiences tachycardia and decreased hemoglobin (7.3 grams/deciliter post-op compared to 13.2 g/dl preoperative value), and the patient received one unit of packed red blood cells to improve hemoglobin (increased to 8.9 g/dl). On 2nd postoperative day, patient experiences intermittent tachycardia and received fluid resuscitation but continued to be intermittent tachycardic. On the 3rd postoperative day, patient experienced shortness of breath and a pe was ruled out via CT scan. Patient's fever and tachycardia resolves shortly after. On 5th postoperative day, patient is stable but reports left thigh pain. Doppler reveals a mobile thrombus at confluence of the femoral and profunda femoris veins and a nonmobile thrombus in profunda femoris vein, and it was noted that the two thrombi had distinctly varying density. It was concluded the proximal thrombus was cement that had intravasated during the operation which was impeding venous flow and led to the development of a deep vein thrombus distally. Patient was treated with apixaban and continued with physical therapy. She was discharged on the 7th post operative day with no further symptoms. Depuy products: summit stem, cmw 1 bone cement, cement restrictor, unipolar head. Adverse events: tachycardia. Major bleed (treated by transfusion). Shortness of breath. Fever. Pain. Deep vein thrombosis (treated by apixaban).